Manufacturer narrative:
Device analysis summary: the delivery system returned with the external slider and rapid release trigger in the home position. A gap of 2.5mm was visible between the taper tip and the graft cover tip (fail); specification is 1.0mm. A kink was observed on the graft cover 5.3mm from the tip. The graft cover was retracted, and the kink was visible on the middle and inner members. The reported dimensional deviation could not be confirmed through analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft was implanted in a cadaver as part of an r <(>&<)>d pre-clinical trial at a medtronic physiological research lab. It was reported that during the procedure when the device was removed from its packaging and prepared for use it was noted that the tapered tip was separated from the graft cover radiopaque marker (i.e there was a gap noted). The space between the tapered tip and the distal extent of the graft cover was approximately 5-7mm. It was decided to continue to implant the device and the device was successfully introduced, tracked and deployed as expected, with the procedure observed by an attending physician. The cause of the event is unknown.